Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that several episodes of non-sustained rv oversensing and an episode of non-sustained ventricular tachycardia were observed. Device remains implanted. Patient was doing well.